Event description:
An s670 stent was deployed at a target lesion in the left anterior descending artery. The stent did not cover the entire lesion, therefore, a 3.0mm diameter x 9mm length s670 rapid exchange stent delivery system was inserted. It was not possible for the stent delivery system to cross the calcified target lesion, so the whole system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon in the left anterior descending artery. Attempts to retrieve the undeployed stent using ptca balloons and a snare device were unsuccessful. The stent remains in the pt's arterial vasculature. Another MFR's stent was inserted, but it also was unable to cross the target lesion. The lesion subsequently was pre-dilated and successfully treated with another MFR's stent. There were no add'l clinical sequelae reported relative to the event. The lesion morphology and the physician not following instructions to pre-dilate the lesion likely contributed to the event.